Event description:
It was reported while using the device, there was a loud noise after which there was a burnt smell that resulted in the dc outlet being found with black residue on it. At the time of the report, there was no injury or harm to the patient.